Event description:
A report was received that the patient had discomfort at the ipg site. The patient underwent ipg explant procedure. No device malfunction suspected.

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.